Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26apr2024.

Event description:
Patient reported left side "capsular contracture grade IV, rupture, pain, swelling, discomfort." " contracture and rupture in both breasts. " hcp later reported ""minimal subcapsular seromas¿ and ¿small simple cysts scattered in both breasts, measuring up to 0.5 c".- which is not device related. ¿the right implant has a rounded shape, indicating contracture¿ ¿absurd pain¿, ¿so much pain in her breasts¿, and ¿breasts are becoming deformed¿ ¿constant inflammatory process¿. ¿radial folds¿ the device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, rupture, "minimal subcapsular seroma¿.

Event description:
Patient reported left side "capsular contracture grade IV, rupture, pain, swelling, discomfort." "Contracture and rupture in both breasts. "Healthcare professional later reported" "minimal subcapsular seromas¿ and ¿small simple cysts scattered in both breasts, measuring up to 0.5 c". Which is not device related. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "capsular contracture grade IV, rupture, pain, swelling, discomfort." " contracture and rupture in both breasts. " hcp later reported ""minimal subcapsular seromas¿ and ¿small simple cysts scattered in both breasts, measuring up to 0.5 c".- which is not device related. ¿the right implant has a rounded shape, indicating contracture¿ ¿absurd pain¿, ¿so much pain in her breasts¿, and ¿breasts are becoming deformed¿ ¿constant inflammatory process¿. ¿radial folds¿ the device remains implanted.

Manufacturer narrative:
Clarification to h6: un-reporting a0412 material rupture.

Event description:
The event of rupture was confirmed not to have occurred. Device has been explanted and discarded.